Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse lithium ion battery (B)(4) does not hold charge. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.